Manufacturer narrative:
Investigation results: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. With no actual sample analysis, a probable root cause could not be offered.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle filter 19x1-1/2 tw needle was broken. The following information was provided by the initial reporter: material # 305200. Batch # 2199683. It was reported by customer that they had to use another vial due to the old having a broken needle causing it to be contaminated. Verbatim: rcc received a complaint via email. Email(s) attached. "On dos (B)(6) 2025, xxx had to use another vial. Due to the old having a broken needle causing it to be contaminated. Patient recieve treatment with other vial". Item# 305200. Batch# 2199683. No portion of the broken/spoiled product has been administered, and no portion of the broken/spoiled product is intended to be administered to any patient. There was no harm to the patient, hcp or user.